Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not declare audible continuous glucose monitor (cgm) alerts. It was also reported that the customer has experienced intermittent low blood glucose (bg) levels during the evening. Orange juice and glucose tablets are consumed to address bg levels. Reportedly, the customer believes stress, lack of sleep, over delivery of insulin and not consuming enough food contributed to their low bg levels. The customer also mentioned one occasion where they experienced a low bg of an unknown value and did not hear the cgm alert following treatment of a high bg level of 370 (mg/dl); however, no further information was provided on this specific event. Reportedly, the customer has had occasions where they required the assistance of emergency services and treatment at a hospital, but details were not provided on these events. During troubleshooting with tandem technical support, it was confirmed that the cgm alert was set to the highest volume settings. Recommendation was made to consult with a health care provider to discuss diabetes management.